Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation (B)(4)). This complaint was rec'd by (B)(4) on (B)(6) 2012 from (B)(4) for product reinforced tube size 7.5mm. Customer complaining: " functional failure - (inner layer delamination)" .

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation (B)(4)). Based on available info, this issue is deemed a serious malfunction because an 'inner tube delamination' exposes the pt to the possibility that a bronchoscope or suction catheter could become 'stuck' in the endotracheal tube putting the pt at the risk of alveoli collapse and/or oxygen desaturation with pt having to undergo re-intubation. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.